Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that rust was found on the instrument's surface when it was checked before kit inspection.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not previously caused harm or injury.